Event description:
It was reported that the atrial lead had high, unstable thresholds. The atrial lead was capped and replaced. Following the replacement procedure, the ventricular lead exhibited no sensing or capture. It was determined that the incorrect serial number information for the ventricular lead had been entered into the device. The pocket was reopened in order to obtain the correct serial number information for the ventricular lead, and the lead remains in use. The physician has in the past requested that lead lengths and/or 'a' or 'v' be marked on the leads for better identification purposes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.